Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 90% stenosed, 46x4.00-4.50mm, eccentric, target lesion was located in the mildly tortuous and moderately calcified right coronary artery. After engaging a 3.5 6f non-bsc guide catheter and crossing a samurai wire, an opticross imaging catheter was advanced to assess the lesion. An in-stent restenosis (isr) was noted caused by a stent fracture of a previously implanted stent. Pre-dilation was performed with a 4.00x12mm nc emerge balloon catheter. Subsequently, a 4.00 x 48mm synergy drug-eluting stent was advanced but unable to cross the isr segment. The device was removed and it was noted that the stent struts were deformed. The physician then replaced the guiding catheter to a more supportive 1.0 6f non-bsc guide catheter. Further pre-dilatation was performed using a 3.50x15mm non-bsc balloon and 4.00x15 nc emerge balloon. The procedure was then completed with a 4.00x28mm and 4.00x24mm synergy stents and finally post-dilated with a 4.50x8mm and 4.00x15mm nc emerge balloon catheter. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 90% stenosed, 46x4.00-4.50mm, eccentric, target lesion was located in the mildly tortuous and moderately calcified right coronary artery. After engaging a 3.5 6f non-bsc guide catheter and crossing a samurai wire, an opticross imaging catheter was advanced to assess the lesion. An in-stent restenosis (isr) was noted caused by a stent fracture of a previously implanted stent. Pre-dilation was performed with a 4.00x12mm nc emerge balloon catheter. Subsequently, a 4.00 x 48mm synergy drug-eluting stent was advanced but unable to cross the isr segment. The device was removed and it was noted that the stent struts were deformed. The physician then replaced the guiding catheter to a more supportive 1.0 6f non-bsc guide catheter. Further pre-dilatation was performed using a 3.50x15mm non-bsc balloon and 4.00x15 nc emerge balloon. The procedure was then completed with a 4.00x28mm and 4.00x24mm synergy stents and finally post-dilated with a 4.50x8mm and 4.00x15mm nc emerge balloon catheter. No patient complications were reported and the patient's status was stable. Synergy ous mr 4.00 x 48 mm stent delivery system (sds) was returned for analysis. A visual and microscopic examination found stent damage with stent struts lifted. The undamaged crimped stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and the inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Manufacturer narrative:
Device is a combination product.